Event description:
Additionally, when the scalpel was used to trim the suture, it nicked the technician's finger, while he was applying manual compression the target groin.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, during suture harvesting, the knot was formed 2-3 inches outside the patient's anatomy and,therefore, could not be advanced. A suture trimmer was unsuccessfully used to cut the sutures. The sutures were cut using a scalpel and were removed. A non-abbott device and manual compression was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. The perclose proglide (12673-03/940016h), indicated is being filed under a separate MFR#.

Manufacturer narrative:
(B)(4).